Manufacturer narrative:
Initial.

Event description:
It was reported that the user consistently announced meals as smaller than consumed, which was associated with episodes of hyperglycemia; a factory reset of the ilet system was recommended by clinical medical liaison and completed after remote troubleshooting and education, including a successful walkthrough of supply change steps. Symptoms included elevated blood glucose levels. Outcomes included completion of troubleshooting and user education without alerts, alarms, hospitalization, or injury. Investigation included remote assessment of device use, confirmation of supply change, and review of user meal announcement behavior with training provided. Investigation of this case revealed user-related use error in meal announcements leading to hyperglycemia, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed by education and a device reset.